Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra 2 meter displayed error messages - error unknown. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date and time prior to contacting lfs. The patient claimed that due to the error messages appearing on the subject meter it prevented him from testing. The patient manages his diabetes with oral medications of metformin and diamicron. The patient reported taking his usual medications as part of his regular diabetes management regimen routine in response to the product issue. At an unknown time after the product issue began the patient claimed to develop symptoms of ¿shaking, sweating and general feeling unwell¿. The patient stated he self-treated with a glucose tablet and piece of cake. At the time of troubleshooting, the csr noted that the issue was resolved during a walk through test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged issue contributed towards the patient receiving treatment for a symptom indicative of severe hypoglycemia.